Manufacturer narrative:
During evaluation the r781 driven ground resistor component was measuring open on the computer/analog board. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was unable to baseline.